Event description:
A patient reported that their meter would not turn off. This issue was not resolved with troubleshooting. The reason that this case is being reported is that the customer needs to turn the meter off and turn it on again to begin a test using any of our meter. They did not have any symptoms. They also kept getting error 5 on the meter. This issue was resolved with troubleshooting. There was no medical intervention or treatment given.